Event description:
It was reported that a stent was placed in the circumflex artery without difficulty. The procedure then began in the left anterior descending (lad) artery. Intravascular ultrasound noted that the vessel was heavily calcified and moderately tortuous. No pre-dilatation was performed and a 4.0 x 23 mm xience v rx stent system was advanced to the target lesion. The stent delivery system balloon was inflated to 18 atmospheres (atm) and the stent was deployed at the ostium of the lad. No post dilatation was performed. The physician then decided the lesion required an additional stent in the proximal lad. A 4.0 x 28 mm xience v rx stent system was then advanced distal to the previously placed stent. The stent delivery system balloon was inflated to 12 atm and the stent was deployed, overlapping the 4.0 x 23 mm xience. No post dilatation was performed. Upon angiography, a perforation was noted at the site of the 4.0 x 23 mm xience stent. A 3.0 x 30 mm trek rx dilatation catheter was advanced to the site of the perforation and the balloon was inflated to an unknown pressure for 8 minutes. The bleeding appeared to have stopped and the perforation was observed for a few minutes. It was noted that the perforation began to bleed again. The same trek dilatation catheter was then re-advanced to the site and the balloon expanded again at an unknown pressure for 20 minutes. The site appeared to have stopped bleeding and was observed again for a few minutes. Bleeding began again and a 3.0 x 19 mm graftmaster otw stent system was then advanced to the perforation site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster 3.0 x 19 mm mentioned is being filed under a separate manufacturer report number. The graftmaster stent was then deployed at the 4.0 x 23 mm xience v stent in the ostial lad. It was noted that the perforation had not sealed. The same 3.0 x 30 mm trek was then re-advanced to the perforation and the balloon expanded to an unknown pressure for 15 minutes. The bleeding appeared to have stopped and the site was observed for several minutes. No bleeding was noted and the patient was then taken to the post-procedure recovery room. The procedure was reported to have lasted from 3:25 pm to 8:15 pm. About 9:45 pm that evening, the patient condition began to decline, with a drop in blood pressure and cardiac arrest. The patient went into cardiogenic shock. Chest compressions and medications were administered; however, the patient expired. There was a clinically significant delay. No additional information was provided. (B)(4) - no pre-dilatation; above rated burst pressure (rbp). There were no reported product deficiencies. The reported patient effects of death, hemorrhage, hypotension, perforation, and shock are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the lesion was not pre-dilated prior to the stenting procedure, and that the xience v was inflated to 18 atm. It should be noted that the xience v IFU instructs the physician to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16 atm. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.